Event description:
Per the clinic, the patient experienced a performance decrement, resulting in loss of benefit and device non-use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, april 16th, 2012.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. It remains unknown whether reimplantation is being considered. This report is filed on january 24, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.